Manufacturer narrative:
Article citation: chiang wong, hector, et al. ¿paraneoplastic acquired ichthyosis as the first manifestation in breast implant-associated anaplastic large cell lymphoma.¿ anais brasileiros de dermatologia, apr. 2024, https://doi.org/10.1016/j.abd.2022.12.009. The events of "lymphoma-alcl, seroma-late, and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl, seroma-late, and lymphadenopathy.

Event description:
Literature article reported right side "presence of scaly plaques with cracks and erythematous edges throughout her body... In some plaques, fine superficial scaling was prominent in the intermammary fold, scalp, and on the edge of the eyelids", "fixed, painless, 1.5 cm adenopathy in the right axillary region", "liquid collection surrounding the right mammary implant, with an increase in soft tissues in the chondrosternal joint, poor definition of the pectoral planes in its medial portion, and trabeculation of subcutaneous fat", "pathological adenopathies were observed in the anterior mediastinum, axillary regions, and supraclavicularfossae", "neoplastic cells with a multilobulated anaplastic morphology and an ¿¿embryoid¿¿ appearance with foci of tumor necro-sis. Immunohistochemistry phenotypes were cd45+ cd30+,cd43+, bcl-2+, mum-1+, mib-1+(60%), cd3-, cd20-, cd79a-,cd10-, bcl6-, cd38-, lmp1-, alk-, suggestive of anaplasticlarge cell lymphoma". Histopathological markers cd30+ and alk- have been received. Treatment included total capsulectomy and chemotherapy was initiated under the chop regimen (cyclophosphamide, doxorubicin hydrochloride, vincristine sulfate, and prednisone). Device has been explanted. Manufacturer of device is unknown.